Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately nine months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have had normal battery depletion that met the expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The distal conductor was noted to be distorted throughout the lead segment. A defibrillation conductor was fractured at the svc connector leg. An outer insulation breach cut at the proximal end of the lead was observed. The lead was noted to be stretched and there was apparent explant damage noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. All conductors were noted to be distorted. The outer insulation was pulled apart. The inner insulation had a breach cut in the medial section and the outer insulation was noted to have breach cuts throughout the lead segment. An outer insulation cosmetic depression was noted throughout the lead segment. Blood was noted on the helix. The lead was reported to be stretched throughout and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The proximal conductor was noted to be distorted in the medial section of the lead. The distal conductor was noted to contain blood. All insulators were noted to have had a breach cut in the medial section of the lead segment. Outer insulation breach cut was observed throughout the lead segment. The lead was stretched and apparent explant damage was noted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.